Event description:
The customer reported that the screen on the insulin pump is cracked and has dark parts and customer is unable to read the display. Customer stated that he tripped and fell onto the insulin pump. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had a cracked and bleeding display glass. The functional testing could not be performed due to the damage to the display glass. The insulin pump had a cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.